Event description:
The device was used during an unspecified procedure. Reportedly the pouch tore while containing the specimen. The surgeon was able to retrieve the specimen without injury to the pt.